Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device inlet pressure (ip) continued to keep 1.0 (ip=1.0) at water circulation check line.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed processor card. The device was evaluated. The processor card was determined to be the cause of the reported issue. No repairs were made, as customer approval was never received. The control panel display was determined to be in need of replacement. The control panel was determined to need to be replaced, but customer approval was never received. The device did not undergo final testing, as the device did not receive repair approval. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device inlet pressure (ip) continued to keep 1.0 (ip=1.0) at water circulation check line.